Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify the compromised force sensor system alarm and motor/piston anomaly due to the blank display. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call compromised force sensor system error alarm on the insulin pump. Troubleshooting for the alarm was performed. Customer advised that the piston does not recognize the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.